Event description:
The instrument was placed across the renal artery and it's jaws did not open after firing. Therefore, the instrument was removed from the renal artery by placing another instrument proximally and distally to the initial instrument to free it from the artery. As a result, tissue loss was observed.